Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37702, serial # (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 3487a-56, lot # v009230, implanted: (B)(6) 2006, product type lead; product ID 3986a60, lot # n076865, implanted: (B)(6) 2006, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3487a-56, lot # va0q9lp, implanted: (B)(6) 2015, product type lead; product ID 3487a-56, lot # va0qzy9, implanted: (B)(6) 2015, product type lead; product ID 3487a-56, lot # va0qzy9, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
It was reported the patient had a possible infection. The patient had mild erythema around the surrounding right flank incision. The patient was administered 500 mg of kelfex on (B)(6) 2015, and 300 mg of clindamycin on (B)(6) 2015. The event was ongoing.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae. Diagnostic methods included mild erythema surrounding right flank incision.

Event description:
Additional information received reported that the clinical diagnosis was changed from possible infection to blank. The clinical diagnosis no applicable box was checked.